Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok and down arrow keypad buttons were intermittently unresponsive and sticking when pressed for a few months. The patient noted the keypad rubber had peeled and was missing above the up arrow button for a few days. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn over the up arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the buttons were intermittently unresponsive. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched, discolored/faded display screen, which has no effect on insulin delivery function.